Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low battery hazard alarm while connected to the mobile power unit (mpu) and was provided with a new mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm while connected to the mobile power unit (mpu) was not confirmed. During the evaluation of the returned mpu, serial: (B)(6), the system powered up, connected to the test setup, and run for many hours without any alarms. The unit functioned as intended and passed all tests. Preventative maintenance was performed. The unit was returned to the customer and is ready for patient use. A root cause for the reported events were not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (doc#: 10006136, rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.